Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns: (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 36 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease extending to both views. A rent was discovered within the crease on the posterior view measuring less than 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).